Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified through review of the event history log which identified downstream occlusion messages however, the log cannot be used to determine if they are true or false alarms. No false downstream occlusion alarms were reproduced during evaluation and the device was found in specification. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed a constant downstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.